Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was de novo. The location was in the f-c bypass graft and had a reference diameter that was 6.0mm. The lesion morphology was concentric and tight. The target vessel was mildly tortuous without calcification. The target lesion length was 25mm and 70% stenosed. There was a dissection after pta. The post-procedure stenosis was 20%. The patient had a follow up visit in (B) (6) 2006. The target lesion site was patent with no adverse events or intervention in any vessel reported. No additional follow up information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4) : device not returned for analysis.